Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported on behalf of a customer that the test does not start after applying the blood sample to the adc device and the customer was unable to obtain glucose readings. The customer experienced seizure and was unable to self-treat. The customer required administration of glucagon injection and recovery serum from healthcare professional (hcp) for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader mngf196-t3464 has been returned and investigated. Visual inspection on the reader was performed and no issues were observed. Reader turns on with the button and strip insertion. Control solution testing was performed and all results were satisfactory. Issue is not confirmed. Stability data for precision strip was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. Clinical data was reviewed and confirmed that precision strip continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and the precision strip; no trends were identified that would indicate any product related issues. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported on behalf of a customer that the test does not start after applying the blood sample to the adc device and the customer was unable to obtain glucose readings. The customer experienced seizure and was unable to self-treat. The customer required administration of glucagon injection and recovery serum from healthcare professional (hcp) for treatment. There was no report of death or permanent impairment associated with this event.